Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-01705,1627487-2022-01706. It was reported that both of the patient's leads migrated. Additionally, the ipg frequently migrated within the pocket site. In turn, surgical intervention was undertaken wherein the entire system was explanted.